Event description:
It was reported that when using the bd pyxis¿ medbank tower had cubie lid does not opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was determined that the cubie lid did not open. The technical support specialist tested the cubie using both the cubie admin and the tester application, but the cubie still did not open. The specialist was advised the customer to contact the pharmacy to have the cubie replaced, as it appeared to be defective.